Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular (rv) lead exhibited high capture threshold. The physician explanted the lead and replaced with a new lead. The patient is recovering after the procedure.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.